Manufacturer narrative:
Date of event, serial number, UDI number and device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device didn't work. No patient was involved.

Manufacturer narrative:
Device evaluation: one device received for investigation. Visual inspection performed and small tears and wears on the enclosure. Functional test performed and during the test it was making noise during but was fully functional, and temp was stable and in range. The pump was defective it was not running. Inoperative water pump no longer recirculating water. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.